Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Suspect vertek arm has been returned to manufacturer for analysis.

Manufacturer narrative:
It was discovered on (B)(6) 2014 that this is a duplicate medical device report to 1723170-2014-00963. Please disregard this report.

Event description:
A site purchasing representative reported a navigation system vertek arm that would not tighten down all the way. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.